Event description:
Device malfunction: difficult to remove/foot failed to retract. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. Medsun report received stated "vascular closure device failed. It anchored into the femoral artery instead of retracting into the device as it should. Pt required a trip to or to recover the device from the femoral artery." There were no reported adverse pt sequelae. No additional info could be provided.

Manufacturer narrative:
The location of the device was not reported. The lot number was not identified; therefore, a device history record review could not be performed.